Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction appeared again, with no device return or replacement arranged.